Event description:
It was reported that a caller had issues with connecting their g7 sensor and experienced an incorrect time display on the pump, which was greater than a five-minute discrepancy. There was no adverse impact on the customer¿s blood glucose level as the previous settings did not result in extreme glucose values. The caller, assisted by technical support, updated the pump time, completed a pump reset, and received guidance to monitor the situation. Additionally, cts emailed dexcom to arrange for a replacement g7 sensor.